Event description:
The clip applier stopped working. Surgeon could not get the clip to engage.defective clip applier handed off sterile field and another one opened and worked without any issues.======================manufacturer response for endo clip applier, covidien endo clip iii clip applier with clip logic technology 5 mm (per site reporter).======================sales rep notified. Materials management will facilitate product return to vendor.